Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Information contained in the complaint file was reviewed by post market surveillance clinician. On (B)(6) 2017 during a follow-up call the point of contact for this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) reported the patient was diagnosed with peritonitis. During a follow-up call with the peritoneal dialysis registered nurse on (B)(6) 2017 it was reported the patient was experiencing abdominal pain and cloudy effluent, and was subsequently diagnosed with peritonitis on (B)(6) 2017. Effluent fluid cultures were collected (date unknown). The results were positive for gram negative acinetobacter baumannii (collection date unknown). The patient was treated outpatient with vancomycin and tazicef (dosage and route unknown) for 21 days. The pdrn reported she did not know what caused the event of peritonitis. As of (B)(6) 2017 the pdrn reported the patients signs and symptoms of peritonitis resolved. The patient resumed ccpd therapy.

Manufacturer narrative:
Conclusion: although a temporal relationship exists between the liberty cycler and the reported adverse event of peritonitis, there is no documentation showing a causal relationship between the liberty cycler and the adverse event of peritonitis. Additionally, there is no allegation against any fresenius products and the adverse event. It remains unclear if patient was utilizing any fresenius products during hospitalization. There is however a possible association between the reported peritonitis and a possible breach in aseptic technique during pd therapy or a possible association to a bowel source as this is known cause of peritonitis when related to a gram negative acinetobacter baumannii such as the patients culture results revealed. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Information contained in the complaint file was reviewed by post market surveillance clinician. On 10/12/2017 during a follow-up call the point of contact for this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) reported the patient was diagnosed with peritonitis. During a follow-up call with the peritoneal dialysis registered nurse on 10/16/2017 it was reported the patient was experiencing abdominal pain and cloudy effluent, and was subsequently diagnosed with peritonitis on (B)(6) 2017. Effluent fluid cultures were collected (date unknown). The results were positive for gram negative acinetobacter baumannii (collection date unknown). The patient was treated outpatient with vancomycin and tazicef (dosage and route unknown) for 21 days. The pdrn reported she did not know what caused the event of peritonitis. As of 10/16/2017 the pdrn reported the patients signs and symptoms of peritonitis resolved. The patient resumed ccpd therapy.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's contact stated the patient was being treated for peritonitis that started on (B)(6) 2017. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient reported having abdominal pain and cloudy effluent and was diagnosed with an episode of peritonitis on (B)(6) 2017. Per pdrn the patient did practice aseptic technique when completing peritoneal dialysis treatments and it was unknown what may have attributed to the infection. Per pdrn no fluid leaks were reported during treatments or prior to infection. Pat stated the patient was not hospitalized for the event and was treated in clinic and at home with an unknown dose and route of vancomycin and tazicef for 21 days. Per pdrn as of (B)(6) 2017 the patients signs and symptoms of peritonitis resolved, and the patient was able to resume continuous cycler-assisted peritoneal dialysis (ccpd) therapy using the cycler without further issue. Per pdrn the samples were discarded and are not available for evaluation. The lot number was unknown.